Manufacturer narrative:
(B)(4). The carefusion factory service engineer evaluated the device and confirmed the customer reported allegation. After calibrating the o2 sensor the unit alarmed e-54. Resolution: replaced o2 sensor and performed testing. The unit meets specifications.

Event description:
The customer reported that they can't get the unit to pass the o2 calibrations. No patient involvement.

Manufacturer narrative:
Failure analysis (fa) received a sipap o2 sensor. Fa ran the component through the oxygen calibrations without any incident. But when left the unit on running at 100% o2 the e54 fault appeared confirming the reported complaint. The e54 fault code is when the % of o2 goes below 17% or over 104%. The sensor was calibrated beforehand but fails during operation, indicating that the sensor is unreliable. The o2 sensor was scrapped.